Manufacturer narrative:
The facility declined technical support. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).

Event description:
A scrub technician reported during an anterior vitrectomy, the irrigation would stop when the bottle was raised and resumed when it was lowered. A system message was then displayed which resulted in a reboot of the system. The case was then resumed and completed. The vitrectomy was being performed, because of a posterior capsular tear. There was a two hours delay of the surgery schedule. There were no pt injuries reported.